Event description:
The patient's inferior vena cava was described as approximately 25mm x 9cm. This device was the second of its type to be used in the case. There were no reported issues regarding the deployment of the crux device. While removing the delivery catheter, the tip became entangle in the crux filter web causing the filter to move from the desired deployment position. The guideright j-tip wire was removed and the crux delivery catheter became dislodged from the crux filter web. The final position of the filter was lower than the user intended, but since it was above the confluence of the iliac veins, it was left in place.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. A query of the complaint database identified one additional report of this type ((B)(4)) from this same lot and resulting in the catheter tip getting entangled in the filter web. The available information does not indicate that these reports are indicative of an inherent quality issue within the lot in question. Volcano will continue to monitor the complaints for this failure mode via our standard complaint review process, and data trending activities. The device was left in place, and no further evaluation will be possible. No patient injury was reported, and no intervention was required, no additional information is available, and no further action is planned. A follow-up report will be submitted with the clinical assessment from volcano's scientific affairs department.